Event description:
It was reported that the patient formed a keloid scar at the incision site. The patient was scratching the scar and the lead reportedly became exposed through the scar. The event was attributed to the lead. It was noted that the implantable neurostimulator (ins) and the lead were explanted followed by a ¿combined I/ii¿ implant later. It was noted that the patient did not require hospitalization due to the event and recovered without sequelae. It was later reported that the keloid scar was first noticed at the patient¿s appointment on (B)(6) 2013, but it was noted that it was not an issue at that point. The reporter stated that the patient was scratched at the keloid scar and the lead was coming out when the patient was seen on (B)(6) 2013. The entire system was then explanted on the following day. The physician stated that the battery was not depleted, but it was ¿low enough¿ to be replaced at that time. A new ins and lead were implanted on (B)(6) 2013. The patient was reportedly happy with the results with the new system.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v115606, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).